Event description:
It was reported that there was a change in the color of the solution that was running through a clearlink system secondary medication set that was unexpected. While priming the secondary set with ringer¿s lactate solution, the solution became milky despite the solution not being milky in the primary tubing or bag. This issue was observed while priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.